Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts, and the caller did not share whether blood glucose levels were affected. There was no reported impact to the customer¿s blood glucose level. Customer followed instructions to press button in different ways, remove pump from case, and connect pump to a known working power source while checking indicator light, but pump display still did not turn on, so technical support arranged pump replacement and customer used multiple daily injections in the meantime.